Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the information obtained, the device was able to be turned on but the output is low. The display was able to be turned on. An electrosurgical loop was used for the procedure. The device was not returned for evaluation. No root cause of the failure was able to be determined. A generator of this age which has been in circulation since 2007 may occasionally develop component faults. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates. Please see updated sections: b5,g4, g7, h2,h6 and h10.

Event description:
The type of procedure performed was a prostatectomy and was completed with a backup device with no delay. The serial number of the device used to complete the procedure was not provided.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic electroscission of urinary tract procedure, the device exhibited poor output, no display and cannot be initialized when turned on. No further details were provided regarding the event. There was no patient impact or harm reported on this event.